Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that the site repaired the plug and that the system was functional. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, a spark emitted from the power cable and it was observed that the cable degraded due to thermal conditions similar to melting. There was no patient present when this issue was identified. No additional information was provided.